Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 163 mg/dl. The device was not making any sound when alarming. The device failed the audio test during the call. The customer also reported that the insulin pump had a keypad anomaly and the buttons were unresponsive periodically. During troubleshooting, the customer stated that the buttons were responding. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes 1 and 5. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.